Event description:
The facility representative reported an ipump with a condition of "broken door." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken door involving an ipump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a damaged battery door. The battery door was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.